Event description:
It was reported that the right atrial (ra) lead was being revised due to phrenic nerve stimulation. During the revision process, the physician had difficulty placing the lead and it was determined that the helix had bent. It was noted that the screw mechanism was malfunctioning because the helix would not fully retract or deploy. Tissue was discovered in the helix. The ra lead was discarded and replaced. No further patient complications have been reported as a result of this event.